Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon fire across the stomach for the second firing with black reload. When he removed the device and observed the staple line the left two inner rows on the patient side did not form staples and they had incomplete staple lines. They over sewed the staple line with suture. They used a second like device they with black reloads for the completion of the procedure. There was no patient consequence reported. The device and reload were discarded.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.